Manufacturer narrative:
Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Complaint activity for the likely cause lot was determined to be normal. Testing of panels which mimic patient samples using in-house retained kits of lot 67302fn00 stored at the recommended storage condition was performed; all specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site; however, no product deficiency was identified.

Event description:
The customer stated that a weak (B)(6) architect (B)(6) result was generated for a patient on (B)(6) 2017. The sample retested (B)(6) and confirmed (B)(6) using the architect (B)(6) qualitative confirmatory assay. The same patient was redrawn the following day and the result was (B)(6). The sample was sent to another laboratory and the result was (B)(6). No adverse impact to patient management was reported.